Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video connector cannot be connected properly due to a failure of the latch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center's socket was not locking the scope in place. The intended procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to worn out video connector latch causing poor connection with pigtails. Additional findings include the following: the interface board was working intermittently due to wear and tear. Software update was recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.